Event description:
A catheter encased in scar tissue was reported. The catheter was dissected from scar tissue, 8 inches of redundant catheter was cut off and a new catheter segment was added. Surgically it was observed that the catheter was quite tortuous and encased in scar tissue within pocket. Patient experienced discomfort at pump pocket site. Drugs delivered via the device were morphine and bupivacaine. Patient outcome was noted as resolved without sequelae as of (B)(6) 2012. It was later reported that the pocket was moved cephalad 2 inches as well.

Manufacturer narrative:
Catheter model: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).